Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A peritoneal dialysis pt has reported that while sitting at work, she noticed wetness on her shirt. Upon closer inspection, the extension set had become disconnected from the catheter and fluid had began to leak out. No malfunctions or abnormalities were observed. The device was exchanged by the rn and no further issues have occurred. Prophylactic antibiotics were administered to the pt. Cultures were drawn and came back negative. The pt's effluent has remained clear and the pt has had no adverse effects. The sample was discarded; sample is not available.